Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a suspected sense b node issue. The patient was subsequently hospitalized. Provocative maneuvers were performed, however noise was unable to be reproduced. Review of the device data determined there were also low amplitude r-waves and noise present prior to the delivered shock. The device was then reprogrammed to the secondary vector to mitigate any further inappropriate therapy. X-rays were then performed with indication that this system placement could be optimized. This device system remains in service. No adverse patient effects were reported.